Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon device interrogation, multiple readings of low pacing impedance on the right ventricular lead were observed. In clinic testing showed normal impedance measurement. No intervention was performed. The patient's condition was stable and would continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information noted that the right ventricular lead continued to exhibit decreased impedance. Lead noise was also noted in patient's clinical notes; no noise could be reproduced in the clinic. The patient had experienced mini stroke episodes since (B)(6); the physician suspected it was due to oversensing resulting in pacing inhibition. The patient has symptoms of fading out and dizziness. The lead was capped and replaced on the right side due to occlusion on (B)(6) 2016. The patient was fine post procedure.